Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level was 519 mg/dl. Customer administered a manual injection to address bg.